Event description:
A user facility initially reported a missing connector on a size 4 lma-classic. According to the customer, the connector has been missing for well over a year, and the mask has been sitting on a shelf. It is unk when the connector came out, but it was not during use. Subsequently, the customer reported that the circuit adapter came loose from the lma tube during pt use and eventually became lost. After months of waiting for the adaptor to be found, the user facility decided to return it. There was no report of pt injury or problem. The user facility returned the device for investigation.